Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with this device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with this device. There were no patient complications reported. It was further reported that the balloon ruptured on initial inflation for 10 seconds.